Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was recommended to return the insulin pump for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces noted. No button error alarm during testing. Device passed displacement test and self test. The test reservoir p-cap was able to lock in place.